Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9266 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero extension set was cracked. The following information was received by the initial reporter with the following: it was reported by the customer that is reporting cracking at the male luer hub of extension set mz9266.